Event description:
An endurant ii stent graft was implanted in a patient for the treatment of a right external iliac vein (reiv) laceration which occurred during a mitral valve repair. It was reported during the index procedure, to resolve bleeding due to a reiv laceration a 16mm endruant extension of a self-expandable covered abdominal aortic aneurysm stent graft system was deployed within the existing iliac stents already in place, exceeding them both proximally and distally. The bleeding was interrupted however the patient passed away 4 days later due to renal and heart failure.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; endovascular management of iatrogenic deep pelvic vein laceration in interventional cardiology procedures coulombe et al, jacc: cardiovascular interventions, volume 14, issue 14, 2021, pages e169-e171, https://doi.org/10.1016/j.jcin.2021.03.045. Date of implant unknown. If information is provided in the future, a supplemental report will be issued.